Event description:
During case, surgeon noticed drill bit being used during case was flaking small pieces of metal. This observation was noticed prior to drill bit entering the patient. The drill bit was removed from the field and replaced with a new bit from the same set.